Event description:
During the repair of patient ductus arteriosus, a medium-large atrauclip was applied with liga clip appliers per physician and laceration of the aorta occured. According to physician sissoring of instruments occureddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.